Event description:
Hamilton medical ag received the following incident description: during ventilation screen blacked out displayed vertical red and colored lines.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: during ventilation screen blacked out displayed vertical red and colored lines.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During the ventilation process, the screen went black and showed vertical red and multicolored lines. No harm to patient reported. The event did not cause or contribute to a death or serious injury to a patient. The event could not be reproduced during subsequent testing. The device passed all tests in the service software and functional tests. The software was upgraded from 2.80 to 2.81 and the device was returned to service.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description: during ventilation screen blacked out displayed vertical red and colored lines.